Manufacturer narrative:
. E1: phone number: (B)(6) e3: occupation: health administrator h4: device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the patient was a st-elevation myocardial infraction (stemi) treated with tenecteplase (tnk) on (B)(6) 2026. The patient received cardiac cath on (B)(6) 2026. The cath lab reported that the initial tr band placed on the patient did not inflate and she bled; therefore, they replaced the device before the patient came up. No bleeding was noted when the patient arrived, and the patient remained dry for the 1.5hr. At that point, before any air was released, patient noted to have tiny ooze under band; therefore, no air was removed. A while later, the band was checked and the patient had further bleeding/oozing onto the gauze placed at edge of band and onto pillowcase. 1ml was added to the band and pressure was held. The patient continued to ooze, the charge was aware, and another associate helped reposition the band. The band was barely covering the insertion site, was mostly above insertion site. The band was reinflated at that time with 13ml; however, the site continued to ooze but was slower. More air was added into the band another two times. The night shift reported in the am the patient continued to ooze all night and told charge near end of night. The charge removed the band and applied surgical and ice. The patient continued to ooze into day shift. Therefore, the interventionalist came up with the cath nurse, took off surgical dressing, and they placed a stat seal and a tr band. They wanted the band to be deflated from 10ml to 4ml until they reached 4ml. Then leave the device on until the next day and they would reassess. The type of procedure performed is not available, possibly cardiac catheterization (ccl). The estimated blood loss was less than 250cc. There was not any noticeable damage to the device. The device was not manipulated before use in any way ¿ pre-use or during storage. It was unknown how the product was stored prior to use. The patient was stable.